Event description:
This case was initially received via regulatory authority (reference number: mw5081442) on 31-oct-2018. The most recent information was received on 04-dec-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pain"), sjogren's syndrome ("sjogren's syndrome"), uterine leiomyoma ("fibroids") and autoimmune disorder ("the autoimmune disease has attacked my salivary glands and tear glands") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril), ibuprofen, minerals nos;vitamins nos (prenatal vitamins), nortriptyline, omeprazole (protonix) and pilocarpine hydrochloride (salagen). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criteria medically significant and life threatening), fatigue ("chronic fatigue"), migraine ("migraines"), autoimmune disorder (seriousness criterion medically significant) and scar ("scar tissue") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (so now hysterectomy must be done and to remove fibroids). At the time of the report, the pelvic pain, sjogren's syndrome, fatigue, migraine, uterine leiomyoma, autoimmune disorder and scar outcome was unknown. The reporter considered autoimmune disorder, fatigue, migraine, pelvic pain, scar, sjogren's syndrome and uterine leiomyoma to be related to essure (ess205). The reporter commented: an injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2018: quality safety evaluation of product technical complaint. On 4-dec-2018: events added: sjogren's syndrome, chronic fatigue, debilitating pain, migraines, fibroids, the autoimmune disease has attacked my salivary glands and tear glands scar tissue. Reporter information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081442) on 31-oct-2018. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilating pain/pelvic pain'), sjogren's syndrome ('sjogren's syndrome'), genital haemorrhage ('abnormal bleeding (general)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and uterine leiomyoma ('fibroids') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril), ibuprofen, metronidazole (metrogel), minerals nos; vitamins nos (prenatal vitamins), nortriptyline, omeprazole (protonix), pilocarpine hydrochloride (salagen) and vitamin d nos (vitamin d). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced muscle spasms ("legs cramps"), 11 months after insertion of essure (ess205). On (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced alopecia ("hair loss"). On (B)(6) 2008, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines/headaches"), hypoaesthesia ("legs numbness") and paraesthesia ("leg tingling"). On (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection/vaginitis"), tooth disorder ("dental problems"), temperature intolerance ("heat sensitivity") and dry skin ("dry skin"). On (B)(6) 2010, the patient experienced abdominal pain ("pain :abdominal"), back pain ("back pain/lower back pain"), nausea ("nausea"), gastrooesophageal reflux disease ("acid reflux") and dry mouth ("dry mouth"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain/gained 25 pounds"). On (B)(6) 2017, the patient experienced sjogren's syndrome (seriousness criteria medically significant and life threatening). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), autoimmune disorder ("the autoimmune disease has attacked my salivary glands and tear glands"), kidney infection ("kidney infection"), scar ("scar tissue"), dry eye ("dry eyes"), feeling abnormal ("ms/ brain fog symptoms"), abdominal distension ("bloating"), dark circles under eyes ("dark circles under eyes"), dysgeusia ("metallic taste"), vitamin b12 deficiency ("b12 deficiency"), palpitations ("bad heart palpitations"), panic attack ("panic attacks") and arthralgia ("the pain keeps me up at night") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (ablation on (B)(6) 2018, hysterectomy (full), salpingectomy (bilateral) and to remove fibroids). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, weight increased, muscle spasms, hypoaesthesia and paraesthesia was resolving, the sjogren's syndrome, genital haemorrhage, menorrhagia, vaginal haemorrhage, allergy to metals, uterine leiomyoma, autoimmune disorder, kidney infection, fatigue, scar, vaginal infection, tooth disorder, alopecia, nausea, temperature intolerance, dry eye, gastrooesophageal reflux disease, dry skin, dry mouth, vitamin b12 deficiency, palpitations, panic attack and arthralgia outcome was unknown and the migraine, abdominal pain, back pain, dyspareunia, abdominal distension, dark circles under eyes and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, dark circles under eyes, dry eye, dry mouth, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, hypoaesthesia, kidney infection, menorrhagia, migraine, muscle spasms, nausea, palpitations, panic attack, paraesthesia, pelvic pain, scar, sjogren's syndrome, temperature intolerance, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vitamin b12 deficiency and weight increased to be related to essure (ess205). The reporter commented: an injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Per pfs: essure insertion date: (B)(6) 2003 (discrepancy). She had undergone additional surgeries. She had received treatment for following events "pelvic/ abdominal, back, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nickel allergy, autoimmune disease: sjogren's syndrome, vaginal infection, bladder problems, fatigue, dental problems, hair loss, migraine, nausea, weight gain, gi (gastrointestinal) conditions". Current weight 164lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Pathology test - on an unknown date: surgical pathology report: leiomyomas, adenomyosis, bilateral simple paratubal cysts, inactive appearing endometrium - cervix with no significant histologic abnormalities. X-ray - on (B)(6) 2003: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media documents revived, new reporter, even the pain keeps me up at night added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081442) on 31-oct-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilitating pain/pelvic pain'), sjogren's syndrome ('sjogren's syndrome'), genital haemorrhage ('abnormal bleeding (general)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and uterine leiomyoma ('fibroids') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril), ibuprofen, metronidazole (metrogel), minerals nos;vitamins nos (prenatal vitamins), nortriptyline, omeprazole (protonix), pilocarpine hydrochloride (salagen) and vitamin d nos (vitamin d). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced muscle spasms ("legs cramps"), 11 months after insertion of essure (ess205). On (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced alopecia ("hair loss"). On (B)(6) 2008, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines/headaches"), hypoaesthesia ("legs numbness") and paraesthesia ("leg tingling"). On (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection/vaginitis"), tooth disorder ("dental problems"), temperature intolerance ("heat sensitivity") and dry skin ("dry skin"). On (B)(6) 2010, the patient experienced abdominal pain ("pain :abdominal"), back pain ("back pain/lower back pain"), nausea ("nausea"), gastrooesophageal reflux disease ("acid reflux") and dry mouth ("dry mouth"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain/gained 25 pounds"). On (B)(6) 2017, the patient experienced sjogren's syndrome (seriousness criteria medically significant and life threatening). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), autoimmune disorder ("the autoimmune disease has attacked my salivary glands and tear glands"), kidney infection ("kidney infection"), scar ("scar tissue"), dry eye ("dry eyes"), feeling abnormal ("ms/ brain fog symptoms"), abdominal distension ("bloating"), dark circles under eyes ("dark circles under eyes"), dysgeusia ("metallic taste"), vitamin b12 deficiency ("b12 deficiency"), palpitations ("bad heart palpitations") and panic attack ("panic attacks") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (ablation on (B)(6) 2018, hysterectomy (full), salpingectomy (bilateral) and to remove fibroids). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, weight increased, muscle spasms, hypoaesthesia and paraesthesia was resolving, the sjogren's syndrome, genital haemorrhage, menorrhagia, vaginal haemorrhage, allergy to metals, uterine leiomyoma, autoimmune disorder, kidney infection, fatigue, scar, vaginal infection, tooth disorder, alopecia, nausea, temperature intolerance, dry eye, gastrooesophageal reflux disease, dry skin, dry mouth, vitamin b12 deficiency, palpitations and panic attack outcome was unknown and the migraine, abdominal pain, back pain, dyspareunia, abdominal distension, dark circles under eyes and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, dark circles under eyes, dry eye, dry mouth, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, hypoaesthesia, kidney infection, menorrhagia, migraine, muscle spasms, nausea, palpitations, panic attack, paraesthesia, pelvic pain, scar, sjogren's syndrome, temperature intolerance, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vitamin b12 deficiency and weight increased to be related to essure (ess205). The reporter commented: an injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Per pfs: essure insertion date: (B)(6) 2003 (discrepancy). She had undergone additional surgeries. She had received treatment for following events "pelvic/ abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), nickel allergy, autoimmune disease: sjogren's syndrome, vaginal infection, bladder problems, fatigue, dental problems, hair loss, migraine, nausea, weight gain, gi (gastrointestinal) conditions". Current weight 164lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Pathology test - on an unknown date: surgical pathology report: leiomyomas, adenomyosis, bilateral simple paratubal cysts, inactive appearing endometrium - cervix with no significant histologic abnormalities. X-ray - on (B)(6) 2003: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: feeling abnormal, palpitations, panic attack. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added, event : bad heart palpitations, panic attack added. On 23-mar-2020: social media received: reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081442) on 31-oct-2018. The most recent information was received on 05-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilating pain/pelvic pain'), sjogren's syndrome ('sjogren's syndrome'), genital haemorrhage ('abnormal bleeding (general)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and uterine leiomyoma ('fibroids') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril), ibuprofen, metronidazole (metrogel), minerals nos;vitamins nos (prenatal vitamins), nortriptyline, omeprazole (protonix), pilocarpine hydrochloride (salagen) and vitamin d nos (vitamin d). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced muscle spasms ("legs cramps"), 11 months after insertion of essure (ess205). On (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced alopecia ("hair loss"). On (B)(6) 2008, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines/headaches"), hypoaesthesia ("legs numbness") and paraesthesia ("leg tingling"). On (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection/vaginitis"), tooth disorder ("dental problems"), temperature intolerance ("heat sensitivity") and dry skin ("dry skin"). On (B)(6) 2010, the patient experienced abdominal pain ("pain :abdominal"), back pain ("back pain/lower back pain"), nausea ("nausea"), gastrooesophageal reflux disease ("acid reflux") and dry mouth ("dry mouth"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain/gained 25 pounds"). On (B)(6) 2017, the patient experienced sjogren's syndrome (seriousness criteria medically significant and life threatening). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), autoimmune disorder ("the autoimmune disease has attacked my salivary glands and tear glands"), kidney infection ("kidney infection"), scar ("scar tissue"), dry eye ("dry eyes"), feeling abnormal ("ms/ brain fog symtoms"), abdominal distension ("bloating"), dark circles under eyes ("dark circles under eyes"), dysgeusia ("metallic taste"), vitamin b12 deficiency ("b12 deficiency"), palpitations ("bad heart pulpatations") and panic attack ("panic attaks") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (ablation on (B)(6) 2018, hysterectomy (full), salpingectomy (bilateral) and to remove fibroids). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, weight increased, muscle spasms, hypoaesthesia and paraesthesia was resolving, the sjogren's syndrome, genital haemorrhage, menorrhagia, vaginal haemorrhage, allergy to metals, uterine leiomyoma, autoimmune disorder, kidney infection, fatigue, scar, vaginal infection, tooth disorder, alopecia, nausea, temperature intolerance, dry eye, gastrooesophageal reflux disease, dry skin, dry mouth, vitamin b12 deficiency, palpitations and panic attack outcome was unknown and the migraine, abdominal pain, back pain, dyspareunia, abdominal distension, dark circles under eyes and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, dark circles under eyes, dry eye, dry mouth, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, hypoaesthesia, kidney infection, menorrhagia, migraine, muscle spasms, nausea, palpitations, panic attack, paraesthesia, pelvic pain, scar, sjogren's syndrome, temperature intolerance, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vitamin b12 deficiency and weight increased to be related to essure (ess205). The reporter commented: an injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Per pfs: essure insertion date: (B)(6) 2003 (discrepancy). She had undergone additional surgeries. She had received treatment for following events "pelvic/ abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), nickel allergy, autoimmune disease: sjogren's syndrome, vaginal infection, bladder problems, fatigue, dental problems, hair loss, migraine, nausea, weight gain, gi (gastrointestinal) conditions". Current weight 164lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Pathology test - on an unknown date: surgical pathology report: leiomyomas, adenomyosis, bilateral simple paratubal cysts, inactive appearing endometrium - cervix with no significant histologic abnormalities. X-ray - on (B)(6) 2003: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: feeling abnormal, palpitations, panic attack. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081442) on 31-oct-2018. The most recent information was received on 06-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilating pain/pelvic pain'), sjogren's syndrome ('sjogren's syndrome'), uterine leiomyoma ('fibroids') and autoimmune disorder ('the autoimmune disease has attacked my salivary glands and tear glands') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril), ibuprofen, minerals nos;vitamins nos (prenatal vitamins), nortriptyline, omeprazole (protonix) and pilocarpine hydrochloride (salagen). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criteria medically significant and life threatening), fatigue ("chronic fatigue"), migraine ("migraines"), autoimmune disorder (seriousness criterion medically significant), scar ("scar tissue"), abdominal pain ("pain :abdominal"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), tooth disorder ("dental problems"), alopecia ("hair loss"), nausea ("nausea") and gastrointestinal disorder ("gi (gastrointestinal) conditions") and was found to have uterine leiomyoma (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and to remove fibroids). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved and the sjogren's syndrome, fatigue, migraine, uterine leiomyoma, autoimmune disorder, scar, menorrhagia, allergy to metals, vaginal infection, bladder disorder, tooth disorder, alopecia, nausea, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, migraine, nausea, pelvic pain, scar, sjogren's syndrome, tooth disorder, uterine leiomyoma, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: an injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Per pfs: essure insertion date: (B)(6) 2003 (discrepancy). She had undergone additional surgeries. She had received treatment for following events "pelvic/ abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), nickel allergy, autoimmune disease: sjogren's syndrome, vaginal infection, bladder problems, fatigue, dental problems, hair loss, migraine, nausea, weight gain, gi (gastrointestinal) conditions". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2003: (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Events¿ abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, vaginal infection, bladder problems, dental problems, hair loss, nausea, weight gain, gi (gastrointestinal) conditions were added. Event outcome of the event ¿pelvic pain¿ was updated. Reporter, demographics, lab data, essure indication (amended) and essure removal date were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081442) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilitating pain/pelvic pain'), sjogren's syndrome ('sjogren's syndrome'), uterine leiomyoma ('fibroids'), autoimmune disorder ('the autoimmune disease has attacked my salivary glands and tear glands'), genital haemorrhage ('abnormal bleeding (general)') and kidney infection ('kidney infection') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril), ibuprofen, minerals nos;vitamins nos (prenatal vitamins), nortriptyline, omeprazole (protonix) and pilocarpine hydrochloride (salagen). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced muscle spasms ("legs cramps"), 11 months after insertion of essure (ess205). On (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced alopecia ("hair loss"). On (B)(6) 2008, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines/headaches"), hypoaesthesia ("legs numbness") and paraesthesia ("leg tingling"). On (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection/vaginitis"), tooth disorder ("dental problems"), temperature intolerance ("heat sensitivity") and dry skin ("dry skin"). On (B)(6) 2010, the patient experienced abdominal pain ("pain :abdominal"), back pain ("back pain/lower back pain"), nausea ("nausea") and gastrooesophageal reflux disease ("acid reflux"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain/gained 25 pounds"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criteria medically significant and life threatening), autoimmune disorder (seriousness criterion medically significant), scar ("scar tissue"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), genital haemorrhage (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dry eye ("dry eyes") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (ablation ((B)(6) 2018), hysterectomy (full), salpingectomy (bilateral) and to remove fibroids). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, muscle spasms, hypoaesthesia and paraesthesia was resolving, the sjogren's syndrome, uterine leiomyoma, autoimmune disorder, fatigue, scar, menorrhagia, allergy to metals, vaginal infection, tooth disorder, alopecia, nausea, weight increased, genital haemorrhage, kidney infection, vaginal haemorrhage, temperature intolerance, dry eye, gastrooesophageal reflux disease and dry skin outcome was unknown and the migraine, abdominal pain, back pain and dyspareunia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, dry eye, dry skin, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hypoaesthesia, kidney infection, menorrhagia, migraine, muscle spasms, nausea, paraesthesia, pelvic pain, scar, sjogren's syndrome, temperature intolerance, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: an injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Per pfs: essure insertion date: (B)(6) 2003 (discrepancy). She had undergone additional surgeries. She had received treatment for following events "pelvic/ abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), nickel allergy, autoimmune disease: sjogren's syndrome, vaginal infection, bladder problems, fatigue, dental problems, hair loss, migraine, nausea, weight gain, gi (gastrointestinal) conditions". Current weight 164lbs. Surgical pathology report: leiomyomas, adenomyosis, bilateral simple paratubal cysts, inactive appearing endometrium - cervix with no significant histologic abnormalities. Discrepancy noted in dob:on (B)(6) 1973. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. X-ray - on (B)(6) 2003: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received. Following events¿ abnormal bleeding (general), kidney infection, abnormal bleeding (vaginal), heat sensitivity, dry eyes, gastrooesophageal reflux disease (acid reflux) (previously reported as gastrointestinal or digestive system condition), legs cramps, legs numbness, leg tingling and dry skin (previously reported as rashes or skin conditions)¿. Reporter information, demographics, lab data information (updated), essure insertion date were added. Event "migraine/headache outcome was updated to recovered/resolved". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 31-oct-2018. The most recent information was received on 14-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilating pain/pelvic pain'), sjogren's syndrome ('sjogren's syndrome'), genital haemorrhage ('abnormal bleeding (general)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and uterine leiomyoma ('fibroids') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril), ibuprofen, metronidazole (metrogel), minerals nos;vitamins nos (prenatal vitamins), nortriptyline, omeprazole (protonix), pilocarpine hydrochloride (salagen) and vitamin d nos (vitamin d). On (B)(6)2003, the patient had essure (ess205) inserted. On (B)(6)2004, the patient experienced muscle spasms ("legs cramps"), 11 months after insertion of essure (ess205). On (B)(6)2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2006, the patient experienced alopecia ("hair loss"). On (B)(6)2008, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines/headaches"), hypoaesthesia ("legs numbness") and paraesthesia ("leg tingling"). On (B)(6)2009, the patient experienced vaginal infection ("vaginal infection/vaginitis"), tooth disorder ("dental problems"), temperature intolerance ("heat sensitivity") and dry skin ("dry skin"). On (B)(6)2010, the patient experienced abdominal pain ("pain :abdominal"), back pain ("back pain/lower back pain"), nausea ("nausea"), gastrooesophageal reflux disease ("acid reflux") and dry mouth ("dry mouth"). On (B)(6)2013, the patient was found to have weight increased ("weight gain/gained 25 pounds"). On (B)(6)2017, the patient experienced sjogren's syndrome (seriousness criteria medically significant and life threatening). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), autoimmune disorder ("the autoimmune disease has attacked my salivary glands and tear glands"), kidney infection ("kidney infection"), scar ("scar tissue") and dry eye ("dry eyes") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (ablation (B)(6)2018), ablation on (B)(6)2018., hysterectomy (full), salpingectomy (bilateral) and to remove fibroids). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the pelvic pain, dysmenorrhoea, muscle spasms, hypoaesthesia and paraesthesia was resolving, the sjogren's syndrome, genital haemorrhage, menorrhagia, vaginal haemorrhage, allergy to metals, uterine leiomyoma, autoimmune disorder, kidney infection, fatigue, scar, vaginal infection, tooth disorder, alopecia, nausea, weight increased, temperature intolerance, dry eye, gastrooesophageal reflux disease, dry skin and dry mouth outcome was unknown and the migraine, abdominal pain, back pain and dyspareunia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, dry eye, dry mouth, dry skin, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hypoaesthesia, kidney infection, menorrhagia, migraine, muscle spasms, nausea, paraesthesia, pelvic pain, scar, sjogren's syndrome, temperature intolerance, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: an injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Per pfs: essure insertion date: (B)(6)2003 (discrepancy). She had undergone additional surgeries. She had received treatment for following events "pelvic/ abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), nickel allergy, autoimmune disease: sjogren's syndrome, vaginal infection, bladder problems, fatigue, dental problems, hair loss, migraine, nausea, weight gain, gi (gastrointestinal) conditions". Current weight 164lbs. Surgical pathology report: leiomyomas, adenomyosis, bilateral simple paratubal cysts, inactive appearing endometrium - cervix with no significant histologic abnormalities. Discrepancy noted in dob:(B)(6)1973. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. X-ray - on (B)(6)2003: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received: event: dry mouth added. Event onset date, concomitant drugs were added. Patients date of birth was updated. Surgery ablation added to events menorrhagia and vaginal hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081442) on 31-oct-2018. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilating pain/pelvic pain'), sjogren's syndrome ('sjogren's syndrome'), genital hemorrhage ('abnormal bleeding (general), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)'), vaginal hemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and uterine leiomyoma ('fibroids') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril), ibuprofen, metronidazole (metrogel), minerals nos;vitamins nos (prenatal vitamins), nortriptyline, omeprazole (protonix), pilocarpine hydrochloride (salagen) and vitamin d nos (vitamin d). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced muscle spasms ("legs cramps"), 11 months after insertion of essure (ess205). On (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced alopecia ("hair loss"). On (B)(6) 2008, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines/headaches"), hypoaesthesia ("legs numbness") and paraesthesia ("leg tingling"). On (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection/vaginitis"), tooth disorder ("dental problems"), temperature intolerance ("heat sensitivity") and dry skin ("dry skin"). On (B)(6) 2010, the patient experienced abdominal pain ("pain :abdominal"), back pain ("back pain/lower back pain"), nausea ("nausea"), gastrooesophageal reflux disease ("acid reflux") and dry mouth ("dry mouth"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain/gained 25 pounds"). On (B)(6) 2017, the patient experienced sjogren's syndrome (seriousness criteria medically significant and life threatening). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal hemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), autoimmune disorder ("the autoimmune disease has attacked my salivary glands and tear glands"), kidney infection ("kidney infection"), scar ("scar tissue"), dry eye ("dry eyes") and feeling abnormal ("ms/ brain fog symptoms") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (ablation (B)(6) 2018), ablation on (B)(6) 2018., hysterectomy (full), salpingectomy (bilateral) and to remove fibroids). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, muscle spasms, hypoaesthesia and paraesthesia was resolving, the sjogren's syndrome, genital hemorrhage, menorrhagia, vaginal hemorrhage, allergy to metals, uterine leiomyoma, autoimmune disorder, kidney infection, fatigue, scar, vaginal infection, tooth disorder, alopecia, nausea, weight increased, temperature intolerance, dry eye, gastrooesophageal reflux disease, dry skin and dry mouth outcome was unknown and the migraine, abdominal pain, back pain and dyspareunia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, dry eye, dry mouth, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital hemorrhage, hypoaesthesia, kidney infection, menorrhagia, migraine, muscle spasms, nausea, paraesthesia, pelvic pain, scar, sjogren's syndrome, temperature intolerance, tooth disorder, uterine leiomyoma, vaginal hemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: an injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Per pfs: essure insertion date: (B)(6) 2003 (discrepancy). She had undergone additional surgeries. She had received treatment for following events "pelvic/ abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), nickel allergy, autoimmune disease: sjogren's syndrome, vaginal infection, bladder problems, fatigue, dental problems, hair loss, migraine, nausea, weight gain, gi (gastrointestinal) conditions". Current weight 164lbs. Surgical pathology report: leiomyomas, adenomyosis, bilateral simple paratubal cysts, inactive appearing endometrium - cervix with no significant histologic abnormalities. Discrepancy noted in dob:(B)(6) 1973. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. X-ray - on (B)(6) 2003: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: brain fog nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new brain fog nos and ne reporter updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 31-oct-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilating pain/pelvic pain'), sjogren's syndrome ('sjogren's syndrome'), genital haemorrhage ('abnormal bleeding (general)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and uterine leiomyoma ('fibroids') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril), ibuprofen, metronidazole (metrogel), minerals nos;vitamins nos (prenatal vitamins), nortriptyline, omeprazole (protonix), pilocarpine hydrochloride (salagen) and vitamin d nos (vitamin d). On (B)(6)2003, the patient had essure (ess205) inserted. On (B)(6)2004, the patient experienced muscle spasms ("legs cramps"), 11 months after insertion of essure (ess205). On (B)(6)2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2006, the patient experienced alopecia ("hair loss"). On (B)(6)2008, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines/headaches"), hypoaesthesia ("legs numbness") and paraesthesia ("leg tingling"). On (B)(6)2009, the patient experienced vaginal infection ("vaginal infection/vaginitis"), tooth disorder ("dental problems"), temperature intolerance ("heat sensitivity") and dry skin ("dry skin"). On (B)(6)2010, the patient experienced abdominal pain ("pain :abdominal"), back pain ("back pain/lower back pain"), nausea ("nausea"), gastrooesophageal reflux disease ("acid reflux") and dry mouth ("dry mouth"). On (B)(6)2013, the patient was found to have weight increased ("weight gain/gained 25 pounds"). On (B)(6)2017, the patient experienced sjogren's syndrome (seriousness criteria medically significant and life threatening). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), autoimmune disorder ("the autoimmune disease has attacked my salivary glands and tear glands"), kidney infection ("kidney infection"), scar ("scar tissue"), dry eye ("dry eyes"), feeling abnormal ("ms/ brain fog symptoms"), abdominal distension ("bloating"), dark circles under eyes ("dark circles under eyes"), dysgeusia ("metallic taste") and vitamin b12 deficiency ("b12 deficiency") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (ablation (B)(6)2018), ablation on (B)(6)2018., hysterectomy (full), salpingectomy (bilateral) and to remove fibroids). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the pelvic pain, dysmenorrhoea, weight increased, muscle spasms, hypoaesthesia and paraesthesia was resolving, the sjogren's syndrome, genital haemorrhage, menorrhagia, vaginal haemorrhage, allergy to metals, uterine leiomyoma, autoimmune disorder, kidney infection, fatigue, scar, vaginal infection, tooth disorder, alopecia, nausea, temperature intolerance, dry eye, gastrooesophageal reflux disease, dry skin, dry mouth and vitamin b12 deficiency outcome was unknown and the migraine, abdominal pain, back pain, dyspareunia, abdominal distension, dark circles under eyes and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, dark circles under eyes, dry eye, dry mouth, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, hypoaesthesia, kidney infection, menorrhagia, migraine, muscle spasms, nausea, paraesthesia, pelvic pain, scar, sjogren's syndrome, temperature intolerance, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vitamin b12 deficiency and weight increased to be related to essure (ess205). The reporter commented: an injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Per pfs: essure insertion date: (B)(6)2003 (discrepancy). She had undergone additional surgeries. She had received treatment for following events "pelvic/ abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), nickel allergy, autoimmune disease: sjogren's syndrome, vaginal infection, bladder problems, fatigue, dental problems, hair loss, migraine, nausea, weight gain, gi (gastrointestinal) conditions". Current weight 164lbs. Surgical pathology report: leiomyomas, adenomyosis, bilateral simple paratubal cysts, inactive appearing endometrium - cervix with no significant histologic abnormalities. Discrepancy noted in dob:(B)(6)1973. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. X-ray - on (B)(6)2003: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: brain fog nos. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- bloating, dark circles under eyes, metallic taste. Reporter were added. Fu 08 and 09 was processed. On 23-mar-2020: social media was received. Event added- vitamin b12 deficiency. Reporter were added. Fu 08 and 09 was processed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.